Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device detected noise signals in two sensing vectors that could possibly be related to device seal plug noise seen during initial implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine device check the device had stored episodes with noisy signals. Engineering analysis indicated that the noise was found at an uncommon frequency and possibly related to possible set screw or seal plug. The field representative had changed the sensing vector to primary vector and plan to continue monitoring the patient. No adverse events were reported.